Event description:
It was reported that the patient presented to an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was failing to torque. The ra lead was not used. The physician continued with another ra lead and completed the procedure. There were no patient consequences.